Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were removed. The top case was cracked/chipped by the front left and right bottom corners. The tube holder was cracked, as was the battery door, and right plunger case. There was also visible contamination on the pump. A review of the event history log (ehl) did not show any evidence of the reported intermittent power (pump shutting off). The reported product problem was replicated during testing. The product problem occurred because the main board was contaminated with fluid that had entered the device from a cracked tube holder. The crack resulted from a physical impact to the pump. This damage was attributed to the user. The main pc board and case were replaced. Preventative maintenance was also performed. The pump subsequently passed all the functional tests.

Event description:
It was reported that the medfusion pump had intermittent power. The pump was intermittently powering off. The top case was also damaged. No patient injury or complications were reported in relation to this event.